Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. The patient reported that the charge of their implantable neurostimulator (ins) isn¿t lasting as long. They stated that a full charge used to last 16-17 days, but now it is lasting 8-9 days. The patient believes this is due to the ins reaching end of service (eos). They mentioned that they lost their programmer, so they have not made any changes to their programming. The patient also stated that their therapy is turning off by itself. They indicated that they don¿t notice the stimulation is off right away because they are used to the therapy but will usually notice within 12 hours because they will get really stiff and almost lethargic. The patient mentioned that sometimes this happened when the ins was 50% charged. They noted that they do not charge regularly. The patient also stated that when their ins is fully charged, they feel strong stimulation, but other times they don¿t feel stimulation at all. They mentioned that sometimes they use their recharger to check and see if the ins is still on. Other times they notice a burst of energy or zapping by the stimulation. The patient described it as a wicked burst of energy that will last 30 seconds to a minute which will then go away. They think that the leads are placed in the perfect spot where they can move their head and feel stimulation down their limbs as needed, but often they are not feeling stimulation at all anymore. The patient thought that might be related to their ins depleting. They mentioned that they would like the ins replaced. The patient did not currently have a managing physician. Physician listings were sent to them, patient services redirected them to follow-up with a healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported there were high out of range impedances >10,000 on electrodes 0 and 4.